Event description:
It was reported that during placement, there was a pinhole in the foley catheter near the center of the shaft. And urine leaked from there.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned six photo samples noted one opened (without original packaging) used silicone foley with syringe. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The second photo shows the catheter shaft. The third photo sample shows an enlarged image of the silicone foley bifurcation site with a highlighted arrow pointing. The fourth photo shows the inflation valve/cap with material number 2758j14 and manufacturing lot number ngjz2836. The fifth photo shows the product label with lot number mykr3337 and tray number 66300j14. The sixth photo shows a statement in japanese language. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual inspection noted no obvious defects. During testing, using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a pinhole measuring less than 0.014" found on the catheter shaft. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be over exposure to ozone resulting in product degradation ¿ exposure to petrolatum based products ¿ high modulus silicone ¿ inadequate material selection. However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, there was a pinhole in the foley catheter near the center of the shaft. And urine leaked from there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.